Manufacturer narrative:
The biomedical technician will replace the ip alarm led lamp board.

Event description:
Hamilton medical ag received the following incident description: the alarm lamp test in service mode fails for the yellow alarm, it's also noticeable in standby and ventilation mode.

Event description:
Hamilton medical ag received the following incident description: the alarm lamp test in service mode fails for the yellow alarm, it's also noticeable in standby and ventilation mode.

Manufacturer narrative:
The biomedical technician will replace the ip alarm led lamp board. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.